Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, device and patient information. Evaluation summary: the returned device was in the fully deployed position. The vessel locator wings (vlw) were opened. The clip captured two of the vlw. The nylon pusher bond failed. This failure could prevent the vessel locator wings from collapsing into the delivery tube. The clip capturing two of the vlw root cause is undetermined. Review of the device lot history record did not produce any findings relevant to this investigation. An investigation has been initiated and is ongoing to determine the root cause for the pusher bond failure.

Event description:
Device malfunction: failure to achieve closure with device. Time of malfunction: during closure procedure. Symptoms/ae:none. It was reported that a physician, trained in use of the starclose device, attempted arteriotomy closure after an interventional procedure. Bleeding occured after clip shooting and hemostasis was achieved with manual compression. There was no adverse patient sequela. During testing, the device was found to have a nylon pusher bond failure.